Event description:
The customer's husband reported that he took his wife to the hospital on (B)(6) 2011 at 7:00pm due to high blood glucose levels (> 250mg/dl). At 9:00pm, her blood glucose was 1000mg/dl. On (B)(6) 2011, his wife had a virus and she "shut off the pod". The following day, at 6:28am, she had a blood glucose level of 83mg/dl and then she decided to "shut the pod off for 12 hours." The pod expired at 5:27pm on (B)(6) 2011. The customer's husband stated that his wife "has gone to the hospital before when she was on shots because she would forget to give herself a shot." The husband called a second time to report that his wife's blood glucose decreased to 238mg/dl. The device is unavailable and will not be returned for evaluation.

Manufacturer narrative:
Because the product will not be returned for evaluation we are unable to determine if a product malfunction or defect occurred that would have caused or contributed to the patient's high blood glucose. As reported, the patient does have a history of hospitalization due to high blood glucose when administering insulin with manual shots as opposed to using the omnipod which may indicate that this adverse event may be due to user error. We do not have a blood glucose history prior to the hospitalization which makes it difficult to assess how the product could have contributed to the patient's hyperglycemia. The omnipod's user guide cautions to "check your blood glucose at least 4 to 6 times a day (when you wake up, before each meal, and before going to bed)" and to always check it if low or high blood glucose is suspected or other symptoms are present. Lot qualifications cannot be reviewed since the lot number was not provided.